Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during on (B)(6) during a bolus attempt as well as alarming during the manual prime on (B)(6). The blood glucose reading was 126 mg/dl. The alarms were past events which had been resolved with a set change. She also reported that she had low blood glucose of 48 mg/dl earlier when she was unable to insert the infusion set. She treated with food, juice and glucose tablets. The customer was advised on insertion techniques to avoid bent cannulas. The insulin pump was not returned or replaced.